Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the inaccuracies had led the patient to getting ketones from being high. It was indicated that the patient was treated with glucose sweets to restore their levels. Additionally, it was reported that the patient has not been on any medications. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies could was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient was treated with insulin to restore their levels. Patient's mother could not remember the amount of dosage that they were given.